Manufacturer narrative:
(B)(6). Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to pinholes in the distal and proximal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenal papilla on (B)(6) 2019. According to the complainant, during the procedure, the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.